Manufacturer narrative:
Product ID: 3889-28, lot# v727844, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient felt a loss of therapeutic effect while the device was turned on for the past 1.5 days. The patient stated that the stimulation was not strong enough and that she was having accidents during this time. It was further noted that when the patient increased the stimulation from 1.55 v, the "upper limit" screen was appearing on the programmer. The patient outcome was not provided. Additional information requested was not made available at the time of this report.